Event description:
Additional information - it was reported that the right atrial lead continued to have noise, which caused episodes of inappropriate mode switch. The lead was capped and replaced on (B)(6) 2021, and the patient was in stable condition.

Event description:
Additional information received indicated the right atrial (ra) was also fractured. The ra lead was recently explanted in an unrelated procedure. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead fracture, and noise. As received, a complete lead was returned for analysis. The reported event of noise was confirmed. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to can was noted at 29.5cm ¿ 29.8cm from the connector pin, proximal to the suture sleeve tie impression. The reported event of lead fracture was not confirmed. The cause of the reported event of noise was isolated to the external insulation abrasion noted above.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise on the right atrial lead that occurred when the patient slept in their car. The noise was not reproducible and would continue to be monitored. There were no patient symptoms or consequences due to the noise.